Event description:
It was reported that the left ventricular (lv) lead was suspected of exhibiting loss of capture and pacing inhibition. Boston scientific technical services reviewed latitude data and indicated that the lv lead was oversensing atrial far-field. Technical services recommended that they perform an x-ray to assess the lv lead placement, evaluate other lv sensing vectors and increase the lv sensitivity. No adverse patient effects were noted. The lv lead remains in-service.